Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number phr588, and no non-conformance's related to the reported complaint condition were identified. Investigation summary: it was reported performance breakage suture. Two opened boxes with a total of seven-teen unopened samples of product code 698g, lot # phr588 were returned for analysis. The complaint sample was not received. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no performance - breakage suture was found and the tested samples met the finished goods requirements. Investigation summary: it was reported performance breakage suture. An empty winding former, a paper lid and a detached needle of product code w9918 were received for evaluation. The suture was not returned for evaluation to determine the assignable cause of the performance breakage suture. The detached needle was examined, and suture remnant and slight mark on the barrel hole could be observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It could not be determined what may have caused the reported incident of: ¿the suture broke¿. Note: events reported via mw # 2210968-2020-02622.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/13/2020. Corrected h3 investigation summary: it was reported performance breakage suture. An empty winding former, a paper lid and a detached needle of product code 698g were received for evaluation. The suture was not returned for evaluation to determine the assignable cause of the performance breakage suture. The detached needle was examined, and suture remnant and slight mark on the barrel hole could be observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It could not be determined what may have caused the reported incident of: ¿the suture broke¿.